Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited low amplitude r wave sensing and high capture thresholds. Fluoroscopy showed the right ventricular lead had dislodged. The physician attempted to reposition the lead and discovered a cardiac perforation leading to a pericardial effusion during the procedure. The helix mechanism was damaged so the physician elected to explant the right ventricular lead and replace it. The effusion was noted to stabilize. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of helix mechanism damage was confirmed while the cardiac perforation, lead dislodgement, high capture thresholds, and low amplitude r wave sensing were unconfirmed. As received, a complete lead was returned in one piece for analysis with helix extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. Electrical and tip stiffness analysis were normal with no anomalies found.